Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the screen going blank on start up. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated. This is isolated to end of life battery coin 3032, 3v p/n 12931-001.